Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of their insulin pump having a blank display. The customer's blood glucose level at the time of incident was unknown. The customer states the device shuts down without warning. The customer also states receiving a spanish software anomaly alarm. Troubleshooting was conducted. The customer was advised to insert new recommended battery, and the display returned. The customer was advised to monitor the device and call back if issues persist. The customer is being sent out a replacement battery cap.